Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. A complete lead was returned in one piece with the helix found partially extended and clogged with blood/ tissue. Electrical testing, visual inspection and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that the patient was presented for an implant procedure. During the procedure the right ventricular (rv) exhibited high capture threshold. The rv lead was not used and replaced. The patient experienced no consequences.